Event description:
The customer reported via phone call that the insulin pump made a grinding noise and alarmed no delivery thereafter. The customer's blood glucose reading was 233 mg/dl. The customer was advised that the no delivery alarm and noise may have been caused by a possible occlusion or insertion site issues. The customer was advised that the reported noise may have been a result of the motor responding to the occlusion. The customer was advised to change the infusion set and to call back if the issue persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.